Event description:
It was reported that during active operation on a patient, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer reported that they were responding to a call at the patient's residence. Patient¿s wife found patient slumped over outside of the shower door. Patient was down for approximately 1 ½ to 2 hours before 911 was called. Once the crew arrived, manual CPR was performed for approximately 1-2 minutes, before the autopulse was deployed. The autopulse worked for 10-15 minutes with high quality compressions. Patient was intubated and acls (advanced cardiovascular life support) guidelines were followed via protocol. The autopulse displayed a user advisory 7 message. Crew proceeded to pull the lifeband straps up; however, the user advisory would not clear. A second attempt to reset the autopulse was made; however, the user advisory message still persisted. Manual compressions were performed between the two attempts to reset the platform. When the autopulse attempts were abandoned, the crew reverted to manual compressions for the remainder of the call. Manual CPR was performed for another 5-10 minutes. Return of spontaneous circulation (rosc) was never achieved. A total of 20 minutes of both autopulse and manual CPR was performed prior to obtaining a time of death order from medical direction. Patient was pronounced dead at the scene. Cause of death was presumed to be cardiac arrest.

Manufacturer narrative:
The product in complaint was returned to zoll on 10/15/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.